Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited a spike in rv coil and superior vena cava (svc) coil impedances, varying rv coil and svc coil impedances, high rv and svc defibrillation impedance, low impedance and t-wave oversensing (twos). The left ventricular (lv) lead exhibited a spike in impedance and high, undefined impedance. It was noted that company representative did isometric and movement testing in clinic with the patient and could not produce any oversensing. The rv lead was inactivated and subsequently, explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the left ventricular pacing lead had a spike. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited a spike in rv coil and superior vena cava (svc) coil impedances, varying rv coil and svc coil impedances, high rv and svc defibrillation impedance, low impedance and t-wave oversensing (twos). The left ventricular (lv) lead exhibited a spike in impedance and high, undefined impedance. It was noted that company representative did isometric and movement testing in clinic with the patient and could not produce any oversensing. The rv lead was inactivated and subsequently, explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event. It was additionally reported that the rv lead had a mini fracture based on the impedance spikes. The lv lead was functioning normally.